Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tka construct had been implanted on the patient¿s right knee on (B)(6) 2007, the patient experienced arthrofibrosis and decreased range of motion in the knee. An arthrolysis was performed on (B)(6) 2007 to treat this adverse event. Further information from the follow ups after this procedure is not known.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the information provided, the reported arthrofibrosis with a range of motion of 0-10-40 degrees is likely related to the procedure and not the device. Arthrofibrosis is a known complication of major knee surgeries due to excessive scar tissue formation and the devices remined implanted after the treatment with no reported issues for the next 14 years. The patient impact beyond that which has been reported cannot be determined. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that decreased range of motion has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes that could contribute to the reported event have been identified as patient reaction, post-operative healing issue and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).